Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same complaint as MFR ID#: 2134265-2011-00971. It was reported that during a stenting treatment procedure, slow flow occurred. The patient presented due to unstable angina (braunwald classification iib) and was referred for cardiac catheterization which revealed an 80% stenosed and 32mm long target lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.8mm. It was noted that there was possible thrombus present. The lesion was treated with direct stenting with a a 2.75x38mm taxus liberte stent and a 3.0x12mm taxus liberte stent. The stents were placed overlapping. The stents were post dilated resulting in 0% residual stenosis. However, during the procedure following stent placement, the patient experienced slow flow / no flow with timi-1 in a side branch. The event was treated with intracoronary reopro, calan and nitroglycerine and inflation with a 2.5mm balloon which restored timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.